Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg reached end of life. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.

Event description:
It was reported that the patients non rechargeable ipg reached end of life. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. Additional information was received that the patient was doing well postoperatively.